Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), after insertion of a non-medtronic 16fr sheath into the right femoral artery, oozing to the outside skin was noted. The valve was implanted. A 18fr non-medtronic sheath was inserted and a post balloon aortic valvuloplasty (bav) was performed for 3 seconds using a 30mm balloon expanding the frame. Once again, oozing was noted around the sheath and onto the skin. Following the removal of 18fr sheath and the insertion of a 20fr non-medtronic sheath, a second valve was successfully implanted valve in valve. Once again, oozing was noted around the sheath and onto the skin. Upon visualization of the right peripheral arteries before removal of the sheath, a right femoral artery perforation was noted. The cause of the perforation was not known. Two covered stents were placed resulting in brisk flow and occlusion of the perforation. The minimum access vessel diameter was 8.2m. No additional adverse patient effects were reported.